Event description:
User facility mandatory medwatch was rec'd that stated the following: "while carefully checking IV tubing and phaseal system, this nurse noted a small amount of orange liquid around the joint of the female piece of phaseal system joined to y connector. The mannitol had been running through this half of the y connector though it appeared as though doxorubicin at some point in time had backed up into this part of the y connector and had leaked around the joint. The nurse checked to see that the female piece of the phaseal was tight. The connections were noted to be tight. Five small pea-sized stains noted to pt's pants, shirt and chux pad. Y-connector was changed out and added to current phaseal system after previous y was flushed. The phaseal system was also checked but found to be intact. Pt changed clothing and there was no contact of the skin with the hazardous medication. The nurse felt that the problem was with the y type connector and not the phaseal system. Because of the nature of the drug, the pieces were not saved. This is hazardous medication." Upon further query the following info was provided that indicated a leak of a chemotherapeutic agent. The customer contact reported that one branch of the bifurcated extension set was being used to deliver an unspecified concentration of mannitol and cisplatin, at an unspecified rate, via a symbiq pump. The other branch of the bifurcated extension set was used to deliver an unspecified concentration of doxorubicin, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, a leak of doxorubicin was noted at the connection of the female adapter luer lock of the tubing set and a phaseal connector. The solution that leaked was cleaned up according to the user facility's protocol. The bifurcated extension set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all info known by the rptr upon query by hospira personnel.